Manufacturer narrative:
(B)(4). Title: percutaneous pulmonary valve implantation: impact of evolving technology and learning curve on clinical outcome citation: 10.1161/circulationaha.107.735779 authors: p. Lurz, l. Coats, s. Khambadkone, j. Nordmeyer, y. Boudjemline, s. Schievano, v. Muthurangu, t. Yen lee, g. Parenzan, g. D errick, s. Cullen, f. Walker, v. Tsang, j. Deanfield, a.m. Talor, p. Bonhoeff journal: circulation issue: 117: 1964-72 publish date: 04/15/2008. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information via literature review that a study was performed to evaluate patients with stenosis and/or regurgitation of previously implanted pulmonary artery conduits and dysfunction of the right ventricular outflow tract (rvot). The study looked at percutaneous pulmonary valve implantation and the ability to avoid surgical right ventricular outflow tract revision in a majority of cases. The study population included 155 patients (predominantly male with a mean age of 21 years), 155 of which were implanted with medtronic transcatheter pulmonary valve (tpv), (pli 10) (serial numbers not provided). One of the reported explanted valves was a medtronic bioprosthetic valved conduit (pli 20), the explant of this valved conduit was due to stenosis.